Event description:
Dentist doing composite restoration of two teeth (number 8, 9). Fillings were placed in both teeth. Dentist proceeded to use a slow speed latch handpiece with sand disc to smooth out restorations. Patient lifted self from chair and said he swallowed something metal. The top cap covering head of hand piece was missing. Patient sent to ER for x-ray.